Event description:
Procedure: hernia. According to the reporter: gray o-ring fell off the instrument into the patient. Surgeon had to retrieve the ring from the surgical site. Another structural balloon trocar was opened. Did this result in tissue damage or patient injury? No. There was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).